Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer died. Although requested, no information was provided regarding the cause of death. Multiple follow up attempts were made; however, no additional information was provided.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Additional information was obtained providing the date of death and relevant medical history. During review of pump data upload by tandem quality engineer, multiple occlusion alarms were observed in the logs; however, the cause of the occlusions is unknown.